Manufacturer narrative:
It was reported that the 21 months after stent placement, it was found that the distal end of the stent moved so much towards duodenum and it was fractured inside of the bile duct, also, that re-stenosis was found where the stent was not in the bile duct (around the papilla) due to the fracture. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Migration can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. It is, however, hard to find out exact root cause for this complaint because the suspected device was not returned and it is difficult to reconstruct the situation at the time of procedure with limited information. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. The biliary structure where stent was implanted is narrow and curvy. Stent can be frequently pressured due to patient's lesion status and fracture be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact analysis because the stent was not returned and the lack of information like photo and so on. However, based on the description, which was written that "the distal end of the stent moved so much towards duodenum and it was fractured inside of the bile duct", it is considered that the stent had been partially migrated due to peristalsis of organs, food and/or any substance etc. And then, it is considered that stent was fractured due to pressure of the patient's lesion status. Also, it is considered that after the fracture, re-stenosis has occurred in this part. It is stated on user manual as follows. Potential complications: potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent migration, stent fracture, bile duct obstruction. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On (B)(6) 2017: bsd1206fw was placed sticking out of the papilla. On (B)(6) 2019: the patient visited to the hospital on suspicion of obstructive jaundice. Under fluoroscopic control, it was found that the stent was fractured at half. By comparing to the perspective image in 2017, the distal end of the stent moved so much towards duodenum and it was fractured inside of the bile duct. Re-stenosis was found where the stent was not in the bile duct (around the papilla) due to the fracture. Tube stent was used to finish the procedure.